Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified fungal infection manifested by abdominal pain. The cause of the infection was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date the patient began treatment with unspecified drug injection (dose, route and frequency not reported). On unreported dates the patient was recovered and antibiotic treatment was discontinued. No additional information is available as the reporter declined to provide further information.